Event description:
During an interventional stenting procedure, the 3.0 x 23mm cypher select plus stent delivery system did not cross the calcified left anterior descending artery. However, another stent crossed easily. There was no patient injury.

Manufacturer narrative:
Please note that when the product was received, it was noted that the stent was missing from the stent delivery system. This secondary failure was investigated and the qualrap indicated that while withdrawing the stent delivery system, it got stuck in the sheath. It was taken and stored in a plastic pouch, which may have been misplaced during transit. Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a percutaneous coronary intervention of a lesion located in "very tortuous" and calcified left anterior descending artery. The safety and effectiveness of cypher select plus has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. During the procedure a 3.00 x 23mm cypher sds failed to cross the lesion. Upon removal of the sds, the stent became "stuck" in the sheath introducer. The procedure was successfully completed with another device. No patient injury occurred. The sds was returned for failure analysis without the associated stent. The account reports the stent was retrieved but may have been misplaced during transit. Visual analysis found the shaft was bent at 10.5 cm from the proximal end. The balloon presented no residues or evidence of being inflated. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint of stent dislodgement could not be verified by failure analysis. Based upon the available information, it is not possible to conclusively determine the cause of the event; however, there are vessel and lesion factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.